Manufacturer narrative:
The rse evaluated the device remotely and determined that device displayed errors during the self-test. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site.

Event description:
Philips received a complaint on the heratstart xl device indicating that there was a self-test failure.

Manufacturer narrative:
Phone number: (B)(6).